Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed myopotential noise resulting in inappropriate shocks. Impedance measurements were reported to be stable and within normal limits. Insulation damage was suspected. Surgical intervention was performed and the lead was surgically abandoned. No additional adverse patient effects were reported.